Event description:
It was reported that the there was leakage due to stopper damage with a bd syringe¿ 10cc s/t wos sterile water bns. The following information was provided by the initial reporter: it was reported the plunger stopper was damaged and the syringe was leaking.

Manufacturer narrative:
Investigation: two photos and one loose syringe of unknown volume were received and evaluated. It was observed all the markings on the barrel had been removed and a clear label was on the outside of the barrel. It appeared there was a jammed stopper condition where the stopper became wedged in between the bottom of the plunger rod and the inside of the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. If there is a dry spot on the inside of the barrel when the plunger rod is being mechanically inserted, it can cause the stopper to stick and become wedged as the plunger rod is forced down.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the there was leakage due to stopper damage with a bd syringe¿ 10cc s/t wos sterile water bns. The following information was provided by the initial reporter: it was reported the plunger stopper was damaged and the syringe was leaking.